Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed with a no delivery. The patient's blood glucose at the time of incident exceeded 600 mg/dl. The patient stated that the high blood glucose has been occurring for the past four days, and that he has been not been using his scar tissue for his insertion site. Troubleshooting could not be executed since the customer already resolved the alarm with a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot. No products were returned since the customer did not want to return the infusion set and reservoir for analysis and a replacement infusion set was shipped to the customer.